Event description:
The MFR received info alleging a ventilator would not power on. There was no harm or injury reported.

Manufacturer narrative:
The ventilator was returned to the MFR for evaluation and the customer's complaint was confirmed. The device's power supply will be replaced to address the issue. A "service required" code was found in the ventilator's downloaded error log. The device's power management board will be replaced to address the issue. Device has been evaluated but not repaired, pending customer approval of the estimate.